Event description:
It was reported the customer received a no delivery alarm when he was changing out his battery. The customer stated he had changed out his infusion set several times, but the alarm was recurring. Customer's blood glucose was 279 mg/dl. Customer stated he had treated his blood glucose. The customer also stated his no delivery alarms occurred during bolus deliveries. Troubleshooting did not occur as the alarm was from a past event. The customer will have their infusion sets and reservoirs replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-58357.